Event description:
Found while performing routine testing. It was reported that the device was not functioning on dc power. There was no report of pt involvement with the incident.

Manufacturer narrative:
Physio control continues to investigate the issue. Physio-control will submit a supplemental report on this event to the FDA as provided.